Manufacturer narrative:
Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that patient¿s vad system has had continued pump stoppages since (B)(6) 2017. The patient was provided an ungrounded patient cable to use when connected to the power module; however, the pump stoppages continued. The patient experienced unspecified symptoms. It was reported that the pump would likely be turned off due to suspicion of a clot. The manufacturer¿s technical service representative reviewed the submitted log files and observed pump stoppage events between 8:19 and 14:52. The pump stoppage events appeared to have all occurred while connected to the power module, but the pump parameters did not present themselves in the typical manner usually experienced when a percutaneous lead (driveline) shorting issues occurs. The customer was informed that the pump stoppages maybe due to pump thrombus. No additional information was provided.

Manufacturer narrative:
The referenced report of previously unreported driveline/pump pocket infection and hospital admission in (B)(6) 2017 is covered under medwatch MFR report #(complaint# (B)(4)). Reportable event type updated. It is unknown if the device was explanted from the patient. Though requested, the product disposition was not provided by the site.

Event description:
Additional information provided stated that the patient had been non-compliant and presented with pump stoppages. The patient ran out of medication in (B)(6) 2017 and did not notify the vad team until the patient presented to the ER in (B)(6) 2017 for signs/symptoms associated with driveline/pump pocket infection (previously unreported). A CT angiography performed on an unspecified date indicated that the pump was not operating as intended. The patient was not an exchange candidate due to non-compliance and the lvad was turned off. The patient was sent home on intravenous antibiotics for an ongoing driveline and pump pocket infection. On (B)(6) 2017, the patient was readmitted in cardiogenic shock. The customer reported that it was unclear whether the cardiogenic shock was cardiac vs septic or a combination of both. The patient expired on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Review of the submitted system controller log files confirmed the report of pump stoppages; however, a specific cause for these events could not be conclusively determined through this evaluation. Thrombus and sepsis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.